Event description:
Reportedly, the patient presented with an anterior tibial occlusion which was attempted to be treated with plain old balloon angioplasty. A non-abbott guide wire was advanced to the lesion with extreme difficulty due to the patient anatomy which was described as mildy calcified. The armada was then advanced with no resistance noted; however, during use of the armada balloon inside the patient anatomy, a hole was noted on angiography. The device was withdrawn without further incident and another armada of the same size was used to complete the procedure. No adverse patient effects were reported. A clinically significant delay in procedure was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the balloon catheter was returned with blood in the balloon, consistent with a leak or rupture while in the anatomy. There was no contrast visible. The balloon was loosely folded, consistent with being inflated. There was no damage noted to the balloon catheter. During functional testing, a new indeflator was filled with water and was used in attempt to inflate the balloon to rated burst pressure (rbp), when it was observed that fluid was coming out from a longitudinal rupture 8 centimeters proximal to the distal balloon marker, for a length of 8 millimeters (mm). There was a longitudinal scratch below the rupture, for a length of 1 mm and multiple scratches at the proximal end of the rupture, for a length of 3 mm. It is likely that the balloon rupture is attributed to interaction with the lesion site which was described as extremely difficult with mild calcification. The scratches noted on the returned balloon near the rupture site also suggest mechanical damage to the outer surface of the balloon. There was no report of leaks noted during the preparation for use, suggesting that the balloon damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, such as interaction with sharp calcification, this can cause the balloon material to weaken and rupture during an attempt to inflate. To ensure this type of damage is not a result of a potential manufacturing related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency.